Event description:
Received a report from a consumer informing facility customer would be seeking a medical examination to ensure the removal of all fibrous pieces after a tampon "snapped" during removal.